Event description:
It was reported that stent dislodgement outside patient occurred. A 4.00 x 16 synergy¿ drug eluting stent was selected for use to treat the target lesion. During unpacking, the physician noted that the stent has separated from the stent delivery system (sds). The procedure was completed with a 3.0 x 16mm synergy stent. No patient complications were reported and the patient has recovered and was sent home. This product is only ous approved but is similar to an approved u.s. Device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The detached stent was also received for analysis. The stent was detached from the delivery system and was received on the product mandrel. A visual and microscopic examination found that the stent struts were severely bunched together and misaligned. This type of damage is consistent with the stent encountering a resistance or an obstruction. The device¿s stent protector was received for analysis and was verified with a pin gauge to be 0.052in. A review of the stent crimp settings highlighted no abnormalities and there was no indication that there could have been an interaction between the stent and the stent protector. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The investigator noted that all the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 4.00 x 16 synergy&#10244;rug eluting stent was selected for use to treat the target lesion. During unpacking, the physician noted that the stent has separated from the stent delivery system (sds). The procedure was completed with a 3.0 x 16mm synergy stent. No patient complications were reported and the patient has recovered and was sent home. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).